Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the unit ran without any problems and the leak test passed without any problems. The unit will be exchanged for a repair bridging device and sent for further examination. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient receiving venous arterial extracorporeal membrane oxygenation (vaecmo) the cardiosave intra-aortic balloon pump (iabp) was giving a gas loss in iab system, with a relatively strong condensation in the helium hose extension. The unit was swapped for a cs300 to continue therapy. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.